Manufacturer narrative:
D4 unique identifier (UDI) # corrected. D4 expiration date corrected.

Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation of the optical signal issue has been completed. The product was not returned for review. The root cause of the optical signal issue was most likely patient condition as the patient has a small left ventricle on echo with frequent positioning issues throughout the duration of support. All pertinent information available to abiomed has been submitted at this time.

Event description:
The complainant reported that an impella cp pump was implanted for circulatory support. During support, ¿position in aorta¿ alarms were observed. Despite this, the pump remained operational throughout the support period until weaning and explantation. No patient harm was reported.